Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient reports that all of a sudden this week they had to go to the bathroom more. Patient states she does not have any infection. Troubleshooting with the patient programmer found that the therapy was off, and it was reviewed that therapy needed to be on to be effective. The patient turned the ins back on program 2 at 1.6 v and would see if this resolved the issue. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the circumstances that led to stimulation being off were that it was accidentally turned off. The device was functioning as expected at the time of the report.